Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe was missing scale marking. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ tip syringe was missing scale marking. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos were provided for evaluation. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8164866 for the same defect or symptom. It is documented an event where the printer was found out of time, all inspections were accepted, for the batch #8164866. Investigation conclusion: one photo shows a syringe with no scale marking next to a good syringe and the second photo shows one syringe with no scale marking and three good syringes. Failure mode is verified. Root cause description: this was due to a process variation with the scale printing machine. Rationale: CAPA is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.